Event description:
Rph (B)(6) from (B)(6) hospital reports that the pt presented to the emergency department because their pump is leaking. Date of admittance or current length of emergency department stay is unknown. No further info, details, or dates available. IV remodulin pt via cadd solis pump; current dose: 136ng/kg/min. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes, if yes, was any medical intervention provided? Pt presented to hospital emergency department. Is the actual product available for investigation? Unknown. Did pharmacy replace product? No. Did the pt have a backup product they were able to switch to? Unknown. Was the pt able to successfully continue their therapy? Unknown; if no, what was the pt instructed to do in order to continue their therapy? Pt presented to hospital emergency department. Is the therapy life-sustaining? Yes. What is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension.